Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high out of range pace impedance measurements attributed to a conductor fracture. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.